Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional via sales representative reported unknown side capsular contracture, baker grade unknown. Healthcare professional later confirmed no capsular contracture, just right side deflation. Device explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of deflation was received on august 07, 2025, with lot number 3419778. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional via sales representative reported unknown side capsular contracture, baker grade unknown. Healthcare professional later confirmed no capsular contracture, just right side deflation. Device explanted.